Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported eight days post implant that there was no telemetry between the mycarelink smart and the leadless implantable pulse generator (ipg). The patient tried to setup the monitor but no there was no telemetry and no bar was showing; it only showed the image of a man moving the reader around. Troubleshooting was performed by verifying the cell phone used; it is a new reader and the batteries are same. Placed a dry wash cloth. There was no interface. Power cycled the reader. No code was shown; no telemetry was performed and no bar showed. The patient was referred to the clinic. The leadless ipg remains in use. No patient complications have been reported as a result of this event.